Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at the ipg site and the ipg appears to be superficial to the surface. In addition, the patient needs to have an MRI and she is no longer using the scs system as frequently as in the past. Surgical intervention may be pending to address this issue. Concomitant devices are unknown.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg and lead were explanted. Issue has been resolved.